Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the challenging anatomical conditions described as heavily calcified contributed to the reported difficulties; however, without the device to examine, this cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuosity, de novo lesion in the superficial femoral artery (sfa). An emboshield nav6 embolic protection system (eps) was used, without issue, during the procedure but once removed from the anatomy, it was noted that the retrieval catheter had a small incision in it. The filter was then removed from the catheter to check if there was any damaged to the filter, and it looked as though there was a small incision in the filter as well. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.